Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve of small volume intermate was defective. The defect was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from january 13, 2020 - january 14, 2020. H10: the actual sample was received for evaluation containing approximately 90 ml of fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port when the fill port cap was removed. Further inspection revealed the cause of leak/backflow at the fillport was due to a particle measured to be 2.04 mm in length, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device stressmember. The cause of the reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.